Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag had a hole at the lower corner of the bag. This occurred before patient use and resulted in parenteral nutrition leakage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A leak was not noted from the lower corner of the bag; however, a visual inspection was performed and it was noted that the spike port cap was detached from the spike port, leading to a leak. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.